Manufacturer narrative:
The handpiece has not been returned to the MFR for investigation based on this event. A product return was requested. The reported condition of water coming out during usage cannot be confirmed w/o the product being available for eval. A f/u report will be submitted after a quality investigation if the product becomes available.

Event description:
It was reported that water came out of the sag saw during preparation for surgery. There was not pt involvement. The planned procedure was completed with another device. There was no medical intervention or any adverse consequences reported as a result of this event.